Manufacturer narrative:
Device analysis: an overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction

Event description:
It was reported that the patient experienced fluid loss and a cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp was removed. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss and a cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp was removed. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.